Event description:
It was reported that a farawave ablation catheter during procedure to treat an atrial fibrillation (a fib) presented a stuck guidewire. The devices were prepped and flushed. When the wire was advanced into the left inferior pulmonary vein (lipv) it got stuck. The physician tried to pull the wire back and it did not move. The farawave was pulled back and the wire would not advance either. The physician tried to pull back on the wire again and the end of it became flaccid and spring like. The wire was replaced, and the procedure was completed successfully. The devices are not expected to be returned as they were disposed of by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained per the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.